Event description:
Twenty years implanted with textured breast implants. I have developed a severe autoimmune disease that seems to be somewhat novel presentation of severe rheumatoid disease. I was in exceptional shape, never used drugs or smoked. I am disabled at this point. I started developing edema in my chest area. After explant the edema has lessened but my entire body is ravaged at this point. Mentor textured implants.